Manufacturer narrative:
(B)(4).

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hiatal hernia repair and linx device implantation occurred without issue on (B)(6) 2017. Device explant due to ongoing gerd on (B)(6) 2017. A fundoplication was performed at the time of explant. Physician reported that there was difficulty with device wires breaking during explant procedure. Device was found in the correct position/geometry.

Manufacturer narrative:
-Updated to include wire analysis. -updated report date.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure including hiatal hernia repair and linx device implantation occurred without issue on (B)(6) 2017. -device explant due to ongoing gerd on (B)(6) 2017. A fundoplication was performed at the time of explant. Physician reported that there was difficulty with device wires breaking during explant procedure. -device was found in the correct position/geometry.

Event description:
Following a laparoscopic anti-reflux procedure, a patient had the linx device explanted for unknown reasons. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implantation occurred. Device explant on (B)(6) 2017 due to unknown reasons. Physician reported that there was difficulty with device wires breaking during explant procedure.